Manufacturer narrative:
On 12/16/96, the MFR sales rep reported that this device had not been implanted for arterial infusion as previously thought. This device had been implanted for venous infusion of chemotherapy through the portal vein. As a result, the predicted flow rate for this device is not 2.59ml/day as originally stated, it is 3.35ml/day. The device has been flowing around 4ml/day for the last several device refills; therefore, chemotherapy has been sarted and the device will remain implanted for continued use in the patient's therapy regimen. Since the device will remain implanted, the MFR investigation of this event was limited to a trend analysis and review of the device history record for this part/serial number. A review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available information and due to the unavailable of the device for analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 10/9/96 for infusion of chemotherapy through the hepatic artery. On 11/6/96, the facility nurse contacted a MFR nurse device was reported that the device was refilled for the first time on 10/23/96. The return volume (rv) at that time was 0.5cc, indicating a flow rate (fr) of 3.54 ml/day. The predicted flow rate of this device is 2.59ml/day. At the next device refill on 11/5/96, the rv was <1cc, fr=3.77 ml/day. The facility nurse was concerned about the high device flow rate and wanted to know if the device could be leaking. The pt is not experiencing any clinical symptoms that would indicate a leak, i.e. Swelling, pain, etc. The device has not yet been filled with chemotherapy and has only contained heparinized saline. The MFR nurse then recommended the device be refilled again on 11/11/96 to recheck the device flow rate. In addition, she stated that a device study may be necessary to check for leaks in the device catheter. The MFR nurse then stated that if the device flow rate has decreased, the device may be filled with fudr.